Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A delivery wire, main coil and introducer sheath were returned. The coil and delivery wire arms were not interlocked and the main coil was outside the introducer sheath. The introducer sheath was inspected and no anomalies were noted. The twist lock had been opened and blood residues were found inside. The delivery wire returned inside the introducer sheath and was noted to be kinked. The main coil was found kinked and stretched, and its fiber bundles had blood residues. The interlocking arm was detached and it was not returned. The delivery wire was advanced through the introducer sheath, however, it became stuck and the sheath needed to be cut in order to release the wire. Microscopic inspection of the delivery wire was performed and revealed the proximal end has a smooth surface. The interlocking arm was inspected and no anomalies were noted. Microscopic inspection of the main coil was performed and observed that the zap tip has a smooth surface. Dimensional inspection of the delivery wire and main coil were performed and were within specifications. Inspection of the remainder of the device presented no other damages or irregularities.

Event description:
Reportable based on device analysis completed on (B)(6) 2019 it was reported that the coil could not be advanced through the introducer sheath. A 20mmx40cm interlock-35 was selected for use. During procedure, it was noted that the coil could not be sent out from the introducer sheath. The procedure was completed with another of the same device. No complications were reported and patient is stable. However, device analysis revealed that the coil interlocking arm was detached and not returned.